Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the her onetouch veriopro meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 07:30am she obtained a result of ¿14.8mmol/l¿ on the subject meter which she felt was inaccurately high in comparison to her normal results of ¿6mmol/l¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes by self-adjusting her insulin doses and administered ¿14 units of apidra insulin¿ at 07:40am on (B)(6) 2017, in response to the alleged inaccurate result. The patient reported that ¿immediately after¿ administering the insulin, she developed symptoms of ¿weakness, dizziness and sweaty¿. The patient reported that ¿30 minutes later¿ she visited a clinic, where she had her blood glucose tested on a clinic meter, which gave a result of ¿3.1mmol/l¿ and she was treated with ¿an infusion and sweet water¿. After 5 hours the patient had her blood glucose retested on a clinic meter which gave a result of ¿5.2mmol/l¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.